Event description:
It was reported that the ilet user experienced a low glucose reading followed by a high reading on a continuous glucose monitor and self-treated the low with approximately 10 oz of juice and crackers before the recommended recheck interval, consistent with an improper treatment method. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 218 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event aligned with overtreating hypoglycemia, with no applicable device part implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.